Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an insulation abrasion at 40.0 cm to 40.4 cm from connector pin. Abrasions are consistent with constant friction with another implantable device.